Manufacturer narrative:
On may 5, 2023, mentor became aware that in response to this event, the cancer was excised. According to the records, the study device was not removed in response to this event. There is confirmation that original devices used were not removed. Corresponding codes have been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial subject ID: (B)(4). It was reported that a caucasian female patient underwent breast reconstruction surgery with mentor glow study gel devices on (B)(6) 2016. Adverse event # 1. Skin cancer - basal cell carcinoma (non-melanoma). On (B)(6) 2021, the patient was newly diagnosed with basal cell carcinoma (non-melanoma) on the right side of the body. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2021. Adverse event # 2. Squamous cell carcinoma of left radial dorsum hand. On (B)(6) 2021, the patient was newly diagnosed with basal cell carcinoma (non-melanoma) on the right side of the body. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2021. Adverse event # 3. Superficial basal cell carcinoma of right proximal forearm. On (B)(6) 2021 the patient was newly diagnosed with superficial basal cell carcinoma of the right proximal forearm. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2022. Adverse event # 4. Squamous cell carcinoma in mid-chest site. On (B)(6) 2022, the patient was newly diagnosed with squamous cell carcinoma in the mid-chest site. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2022. Additional information was received on december 01, 2022 was reviewed by the clinician, and is summarized below: skin cancer - basal cell carcinoma (non-melanoma) was treated with curettage and destruction (secondary procedure). Squamous cell carcinoma of the left radial dorsum hand was treated with mohs surgery (secondary procedure). The superficial basal cell carcinoma of the right proximal forearm and the squamous cell carcinoma in the mid-chest site were treated with an excision surgery (secondary procedure). Additional information received on december 9, 2022 was reviewed by the clinician, and is summarized below: the patient was tested for brca1 and brca2. Both were negative. These sites listed are the primary sites, no metastasis was detected. The subject has no significant family history. The subject was not advanced enough to be staged. The treatment plan was explantation and the explantation dates are the reported stop dates on the adverse events. A redacted copy of the patient¿s pathology report was provided. Additional information was received on 20-apr-2023. Summary of additional information provided: adverse event # 5. Asymmetry (right implant, serial number: unk, doi: (B)(6) 2022). On (B)(6) 2023 the patient presented with right-sided asymmetry. The event is still ongoing, and surgery is in the process of being scheduled. This supplemental medwatch report is for the patient¿s right-sided device implanted on (B)(6) 2022.